Event description:
Vcare not working properly per surgeon. Surgeon was attempting to place vcare at start of case. He said it would not completely deflate and it would not inflate. New vcare obtained from room and opened within minutes. FDA safety report ID # (B)(4).